Manufacturer narrative:
Clinical investigation: a temporal relationship exist between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event(s) of fo, characterized by weakness and dyspnea, which required hospitalization. The cause of the event(s) is unknown; therefore, causality cannot be established. Per the pdrn, the events were unrelated to the malfunction or deficiency of any fresenius product(s) and/or device(s). Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its etiology. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. Presently, there is no physical/objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the event(s). However, given the absence of causality, discharge summary, patient demographics and a manufacturer evaluation of the suspect device, there is insufficient evidence to exclude the liberty select cycler from the serious adverse event(s). Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized. Follow-up with a peritoneal dialysis registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2020 due to weakness and dyspnea. Initially it was reported the patient was diagnosed with pneumonia (pna), however upon further follow-up with the patient¿s primary pdrn, it was reported the patient was diagnosed with fluid overload (fo). The patient reportedly continued to undergo ccpd while hospitalized without issue and was discharged home on (B)(6) 2020. The patient has recovered from the events and resumed utilizing the same liberty select cycler. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information regarding the hospitalization was requested (i.e. Discharge summary), but to date has not been provided.